Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient had a stroke and experienced loss of speech. Per the physician, the stroke was cardioembolic due to cerebral infarction. The cause of the cardioembolism was unknown. Tissue plasminogen activator was administered and the patient was put back on a prior blood thinner. The patient was discharged to acute rehab seven days later. No additional adverse patient effects were reported.